Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead had a possible helix deployment issue. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.